Manufacturer narrative:
Corrected data: e3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6( medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions),h10. It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "iabp alarming". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had confirmed the problem which is being stated by the customer. Actually the fse had found that the unit would start up with a power test fails code 14. Then the fse had further troubleshooted the unit and it was being found that the problem is to be a small vacuum leak. Then the fse had replaced the vacuum regulator and vacuum hose as a precautionary measure and also replaced the pressure hose. Then the fse had further recalibrated the vacuum and pressure regulators and performed a full pm per manufacturer specifications the unit had passed all the test and calibrations and is now ready for clinical use. Actually the safety disk was replaced as a part of the periodic maintenance and the safety disk was not a part of the issue. There is no involvement of the patient during this incident.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was alarming. There was no patient involvement.